Event description:
It was reported that both the endoplege catheter and it's introducer had problems. There was backbleeding when the introducer was placed into the internal jugular. Customer had to open a second introducer from another endoplege box. Also the locking mechanism on the endoplege that tightens down on the coronary catheter to keep it in place once it is in the coronary sinus did not work. Customer taped the catheter to the patient's neck.

Manufacturer narrative:
The introducer used with the endoplege catheter was returned and evaluated by engineering in edwards (B)(4). The introducer is manufactured in edwards (B)(4) and sent to (B)(4) to be kited with the ep. (B)(4) verified that introducer lot number 58850427 was used with the ep lot. A DHR review on the introducer lot was performed indicated that there was one non conformance however this nonconformances was not related to the complaint event. A DHR review was performed on the lot (739692) of the ep and this device passed all inspections with no nonconformances. Visual inspection of the introducer showed a visible kink in the shaft, about 1 cm from the sheath hub. The cap of the introducer was removed to examine the stainless steel rings and the silicone valve. The stainless were in the correct orientation and there was no sign of damage observed on it under 30x - 45x magnification. However, the valve was not present between the two stainless rings or anywhere in the introducer. All the introducers are 100% leak tested on the manufacturing floor. During one of the leak tests, the dilator is placed in the introducer. It was confirmed that if the valve was not present the part would fail leak. A product risk assessment and corrective action ((B)(4)) were initiated to determine and address the root cause of valve dislodgement. A field correction action was initiated on (B)(4) 2010 as a result of the product risk assessment. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. (B)(4) has been initiated to determine and address the root cause of valve dislodgement.